Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. Additional suspect medical device component involved in the event: model #: sc-3138, serial #: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient could not get adequate coverage and has no pain relief. It was noted that the leads showed high impedances during reprogramming. The patient underwent a revision procedure. During the revision procedure, it was determined that it was the lead extensions where causing the leads to showed high impedances. The patient's lead extensions were replaced. No device malfunction was suspected. The patient was able to get the stimulation back and was doing well postoperatively.